Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged cosmetic damage, rattling noise anomaly and blank display found on (B)(6) 2022. Device was received with a pillowing keypad overlay and a scratched case. Device was received with a blank display with vibrate alert and flashing red light. Unable to verify rattling noise anomaly and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and delivery accuracy test due to a blank display with vibrate alert and flashing red light.unable to generate power management graph due to a blank display with vibrate alert and flashing red light. Unable to download history files and traces using thus due to a blank display with vibrate alert and flashing red light.unable to upload device to carelink due to a blank display with vibrate alert and flashing red light. The device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/electric board. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The original electric boar2 was installed and swapped out with a working test electric boar1, case, internal battery and motor. Powered the device on using the battery simulator and a blank display with vibrate alert and flashing red light noted. The original electric board 1 was installed and swapped out with a working test electric board2, case, internal battery and motor. Powered the device on using the battery simulator and no blank display with vibrate alert and flashing red light noted. A blank display with vibrate alert and flashing red light was confirmed, suspected on electric boar2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed at the deviec case. Unable to verify rattling noise anomaly and perform the required testing due to a blank display with vibrate alert and flashing red light. Unable to upload device to carelink, download history files and traces using thus due to a blank display with vibrate alert and flashing red light. A blank display with vibrate alert and flashing red light was confirmed, suspected on electric board2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the screen was broken off. No harm requiring medical intervention was reported. Troubleshooting was performed and it was observed that the insulin pump had no screen after it was dropped. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.